Event description:
Information received by medtronic indicated that the customer had critical pump error (open book image). The customer mentioned that the battery went out and the customer replaced the battery, and the insulin pump was alarming with x symbol on top and an arrow pointing to a manual (open book image). The customer also found a crack in insulin pump while trying to get pump serial number. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture damage on the pcba 1, and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump error 53 (file number 2005 line number 5632) was found in the history files on (B)(6) 2023 at 11:00:41.00, 11:02:35.00, and 11:02:57.00 due to a software error is a duplicate of row 98. Problem isolated to the electronic assembly as per global logic analysis (esf2610666). No fatal of three consecutive critical errors were found in the history files on or near the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails. Critical pump error (open book image) alarm confirmed due to moisture damage on pcba 1 and force sensor. Pump error 53 was confirmed due to a software error anomaly. Cosmetic damage confirmed at the battery compartment and belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.